Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that infusions set cannula was kinked due to which hyperglycemia, high ketones and hospitalization in ICU. He received treatment of IV and fluids of saline and insulin. He was hospitalized on (B)(6) 2024 and released from hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.